Manufacturer narrative:
During a coiling procedure involving an unknown vessel, two hydrocoils (competitor product) could not be advanced beyond a point in the courier microcatheter 190 straight, .0190" ID (mst19000000/c14104) approximately 5cm before the first marker. The coils were discarded. The radiologist attempted to the reinsert the guide wire and was unable to do so at the same point in the microcatheter, as he felt there was an obstruction. The guidewire could not be reinserted through the courier, therefore the target site was lost and the case was prolonged as a result. The courier microcatheter was removed and a stryker tracker microcatheter 0.017 was inserted. The procedure was continued without further incident with an additional 12 coils implanted. Two ev3 coils and 1 hydrocoil 18 were able to be delivered and detached prior to the event using the same courier microcatheter. There was no damage to the courier microcatheter noted after it was withdrawn. Both of the hydrocoils that became obstructed appeared to be damaged upon removal from the courier microcatheter. The product was stored according to labeling instructions, and a continuous flush was maintained throughout the procedure. The device was returned for analysis. In the laboratory, the outer diameter (od) of the returned unit and its inner diameter (ID) were measured. The od of the returned unit was found to be within specification. The ID inspection mandrel was inserted through the courier hub and it was also inserted through the distal tip of the returned unit. Except for the area were the resistance was felt, the ID inspection mandrel passed through the rest of the catheter without difficulty. Therefore, the ID of the returned unit was found to be within specification. Visual inspection of the returned device found dried blood at the obstructed location, which appears to be the root cause of this product complaint. No delaminated or wrinkling of the ptfe lining was found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process related to the reported complaint. The reported failure (occluded catheter shaft) does not appear to be related to the manufacturing process. All courier products undergo a 100% hub ID inspection prior to release. Therefore it is unlikely that a damaged/occluded inner lumen would not be undetected during the manufacturing process.

Manufacturer narrative:
A review of lot c14104 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During a coiling procedure involving an unknown vessel, two hydrocoils could not be advanced beyond a point in the courier microcatheter 190 straight, .0190""ID" (mst19000000/c14104) approximately 5cm before the first marker. The coils were discarded. The radiologist attempted to the reinsert the guide wire and was unable to do so at the same point in the microcatheter, as he felt there was an obstruction. The guidewire coild not be reinserted through the courier, therefore the target site was lost and the case was prolonged as a result. The courier microcatheter was removed and a stryker tracker microcatheter 0.017 was inserted. The procedure was continued without further incident with an additional 12 coils implanted. Two ev3 coils and 1 hydrocoil 18 were able to be delivered and detached prior to the event using the same microcatheter. There was no damage to the courier microcath noted after it was withdrawn. Both of the hydrocoils that became obstructed appeared to be damaged upon removal from the courier microcatheter. The product was stored according to labeling instructions, and a continuous flush was maintained throughout the procedure.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: 2 ev3 coils (details unknown); 1 hydrocoil 18 (details unknown); 2 hydrocoils (details unknown); stryker tracker mc 0.017 (details unknown); 12 coils (details unknown).